Event description:
It was reported that the superior vena cava (svc) lead impedance was high. It was questioned whether a loose set screw could cause the high impedance but it could not be confirmed. The svc coil was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance occurred. Two - patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 15:00:03 and (B)(6) 2011 09:00:05. Daily hv lead impedance trend data shows a abrupt spike increases for svc defib=37 to 254 ohms range, between (B)(6) 2011.